Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon the completion, the results will be forwarded.

Event description:
It was reported to covidien on 01/07/2010 that a customer had an issue with a scd compression sleeve. Customer reports that after a total knee operation, the nurse noticed deep bruising and blistering on the patient's legs.